Event description:
It was reported that during a peripheral pta/atherectomy procedure, 2 atherotomes of the 2cm peripheral cutting balloon became detached. The lesion located in the highly calcified 95% stenotic superficial femoral artery (sfa). First, the physician attempted to use a silverhawk device, but after a single pass it became stuck and was removed. The physician then inflated the 2cm peripheral cutting balloon to 5 atms for 45 seconds. The physician removed the 2 cm peripheral cutting balloon, took some films, and reinserted the 2 cm peripheral cutting ballon. It was then inflated to 10 atms for 40 seconds, and the physician noted that two of the atherotomes were detached. He then used a spider embolic protection device to successfully retrieve both atherotomes. The remaining two atherotomes were still on the balloon, one dangling and one completely attached. Additional inflations x5 were then completed with an ev3 submarine device. There were no further complications, and patient status was reported as 'okay'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.